Event description:
Procedure type: lap chole. According to the rptr: the surgeon was firing the device but clips would not form. The surgeon continued to use the device and during removal after a cholangiogram the vessel was torn. The vessel was sutured and a new device was used to complete the procedure. Surgery time was extended by 15-20 mins. No bleeding was reported.